Manufacturer narrative:
The investigation is ongoing. The device was discarded.

Event description:
As reported, it was a case of an implant of 29mm edwards sapien 3 transcatheter heart valve, in aortic position by transfemoral approach. The patient had an aortic dissection in the retrograde transvenous approach before the procedure. There was no tortuosity in the aorta. The degree of calcium in the annulus/leaflets was mild to moderate. There were difficulties during valve fine adjustment and the valve did not reach the top alignment marker. During deployment of the valve, when the balloon was inflated for the expansion of valve the valve did not expand at all, the deployment was stopped. There were 3 ml added extra based on the sizing of annulus. The valve was not deployed, and the system was removed. There was no difficulty removing the system. Upon removal of the delivery system, a tear on the balloon was noticed. The tavi procedure was aborted and was shifted to surgery then it was planned for additional mitral valve replacement and ascending aorta replacement, due to previous dissection which was present from before the plan for procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 component codes and investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were unable to be confirmed as neither the complaint device nor applicable imagery was returned. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. Based on a review of the DHR and lot history, there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. Valve alignment difficulty or inability the complaint description states, ''there were difficulties during valve fine adjustment and the valve did not reach the top alignment marker. The valve alignment was performed in a straight section. There was not tortuosity in the aorta.'' It is possible that tension may have been introduced onto the system leading to the reported valve alignment difficulties. Possible sources are a tortuous anatomy or altered balloon profile affected by device preparation steps, such as inflating the balloon past the recommended 20-30% as instructed in IFU materials or leaving residual fluid in the balloon after de-airing. Attempts to align valve over inflation balloon in these conditions can lead to the valve catching onto balloon material and contributing to the valve alignment difficulties reported. Balloon leak as reported, ''during deployment of the valve, when the balloon was inflated for the expansion of valve the valve did not expand at all, the deployment was stopped. The degree of calcium in the annulus/leaflets was mild to moderate. There were 3 ml added extra based on the sizing of annulus. The valve was not deployed and the system was removed. There was no difficulty removing the system. There was a tear on the balloon.'' As the valve did not deploy, it is likely the balloon was damaged prior to inflation. It is possible that the high alignment forces during the reported valve alignment difficulties may have caused the valve to puncture the balloon, resulting in the observed leakage. Without the return of applicable imagery, a definitive root cause is unable to be determined. However, available information suggests that procedural factors (high alignment forces, residual fluid and altered balloon profile) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.